Event description:
It was reported that the patient got the lumbar spondylolisthesis reduction surgery due to lumbar spondylolisthesis.the patient was implanted with some spinal products. Reportedly,the patient felt low back pain and found that one of the implanted product was damaged. She underwent an operation to take out all the products she was initially implanted with. The patient¿s current status was normal.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.